Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported entrapment of device as the clip caught on chordae appears to be due challenging patient anatomy (dilated annulus and dense chordae). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed for a clip caught on chordae. It was reported that on (B)(6) 2022, a patient presented with grade 4 mixed mitral regurgitation (mr), medial posterior (p2) prolapse, dilated annulus, and dense chordae. The xtw mitraclip was advanced to the mitral valve and became caught in the chordae. The clip appeared to have been freed and was implanted medially on a2/p2. It was noted on imaging that the first clip grabbed mostly chordae on the posterior side; however, the clip remained stable on the valve. A second clip was successfully implanted, lateral to the first clip, to further reduce the mr to grade 1. There was no adverse patient effect or clinically significant delay. No additional information was provided.